Manufacturer narrative:
The pullwire was threaded through percutaneous stoma measuring device (psmd) and attached onto one step delivery system wire loop. A visual examination of the device revealed the blue nylon coating of the pullwire had been peeled at the interface between the pullwire and delivery system wire loop. The nylon coating of the pullwire was peeled down to wire in multiple areas and remained attached. No remnants of the peeled nylon coating were returned. The returned unit was consistent with the complaint incident that the device pullwire coating peeled. The edge of the psmd has been determined to be too sharp thus catching on the nylon coating of the pullwire and causing the coating to peel as the pullwire is pulled back through the psmd. The design of the psmd has been determined to be the most probable root cause of the failure. Further investigation of this issue is ongoing. A review of the device history record was performed and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 13715939.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure after placement of the button, the physician looked at the patient's stoma site endoscopically and it was noted there were blue fragments. The physician retrieved the fragments with biopsy forceps. The physician stated the coating of the pull wire was peeled off by the tip of the measuring device. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2010. According to the complainant, during the procedure after placement of the button, the physician looked at the patient's stoma site endoscopically and it was noted there were blue fragments. The physician retrieved the fragments with biopsy forceps. The physician stated the coating of the pull wire was peeled off by the tip of the measuring device. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The exact age of the patient is unknown however, over 18 years old. (B)(4) - retrieved device fragments. (B)(4) - the reported event of pull wire coating peeled. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.